Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt had experienced a "red heart" alarm while being supine in bed. In addition, the pt has had numerous low speed operations down as low as 3410 rpm and pump stoppages. The pt is readmitted and pump is currently working. The pt is asymptomatic with the pump stoppages and low speeds. The inflow conduit appears to be up against the lateral wall. Since (B)(6) 2012, the pt has needed increased lasix to help unload the extra fluid and in (B)(6) 2012, started having signs of hemolysis. In the past, the speed was turned down from 9600 rpm to 9000 rpm with pi of 1.8 today, due to the aortic valve not opening and he had hematuria. Currently his speed is decreased to 8800. The sys monitor currently reads flows from 3.9 to "---," 8800 rpms, 4.9 pi, 4.8 w. The pt was admitted, decreased speed and started on heparin drip. Add'l info was received 13 days later advising that the pt had another pump stop which was recorded in the log file. The pump stop only occurs when on the power module. An ungrounded cable was shipped by the MFR and there have been no further issues reported after the ungrounded cable was in use.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.